Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was flipped over which was seen on the chest x-ray. Boston scientific technical services (ts) discussed the implications of twiddling the device and discussed to make sure that the right ventricular (rv) lead does not capture the right atrium's information. The crt-d remains in service. No adverse patient effects were reported.